Manufacturer narrative:
Isi has not received any instrument or accessory involved with this complaint. Therefore, the root cause of the alleged customer reported failure mode cannot be determined and is unknown at this time. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2019. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: it was reported that after a da vinci-assisted hiatal hernia repair procedure, post-operative day #1, the patient experienced an esophageal leak that required a second procedure, and the leak was resolved by placing a stent. There is no allegation or evidence that a malfunction of a da vinci system, instrument or accessory occurred. At this time, the root cause of the esophageal leak is unknown.

Event description:
It was reported that after a da vinci-assisted hiatal hernia repair procedure, post-operative day #1, the patient experienced an esophageal leak that required a second procedure. The leak was resolved by placing a stent. The patient also developed an infection and was admitted to the hospital. On 01/02/2020, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: on (B)(6) 2019, the patient underwent a hiatal hernia repair surgical procedure with no known issue reported. On postoperative day #1, the patient underwent a second non-robotic procedure to address an esophageal leak. It was confirmed that a stent was placed to fix the leak. It is unknown as to what symptoms the patient exhibited that identified the esophageal leak. The surgeon speculated the following as the potential cause of the leak; either the dilator that was placed down on the esophagus, or the dissection that was made on the esophagus was a little too big. However, the root cause of the esophageal leak the patient experienced is unknown at this time. There was no allegation or evidence that a malfunction of a da vinci system, instrument, or accessory occurred. It was also reported that the patient developed an infection that was unrelated to the procedure.